Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that an aquabplus reverse osmosis (ro) system did not have any visible display. They reported an alternating sequence of blinking yellow light and clicking sounds from the relay on the printed circuit board (pcb) connection board. Ts suggested replacing the pcb connection board and the display board. There were also reported to be burnt or charred wires found on the ro. There were no alarms reported. Additional information was provided upon follow-up with the biomed. The biomed confirmed there was an issue with the display screen of this aquabplus 1500. The biomed stated there was a bad storm in the area, and the clinic lost power. The issue with the display started when the clinic lost power. The biomed said the machine was likely in disinfect mode at the time of the event. The following morning, the staff informed the biomed that they couldn¿t turn on the ro. The biomed arrived onsite shortly thereafter, and they tried resetting the machine by powering it off and on. When powering it back on, the backlight on the display screen would flicker continually, with no other signs of activity. The biomed contacted ts for assistance and was given the necessary part numbers to order for replacement. The biomed first replaced the display screen and the ribbon cable to the display. The biomed stated that this fixed the display issue. During their troubleshooting, the biomed noticed that the three colored cables that plug into the motor protection switch (mps) were burnt or charred at stage 1. The biomed confirmed there was no evidence of any smoke, sparks, or flames, and no burning smell was noted. Due to the observed damage, the biomed replaced these three colored cables. The biomed also elected to replace the mps and the three black cables plugged into the mps. There was no obvious thermal damage noted on the black cables. The biomed confirmed the thermal overload switch was not tripping, and there were no blown fuses in the local power supply. The biomed could not provide alarm codes associated with the reported failure, and the machine files were not available for review. Following the repair, it was inferred that the machine was placed back in service and fully operational. The replaced parts got discarded; no sample was available for evaluation. Additionally, the biomed did not have any photos of the damaged parts. The biomed stated there was no direct patient involvement, and no treatments were impacted.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that an aquabplus reverse osmosis (ro) system did not have any visible display. They reported an alternating sequence of blinking yellow light and clicking sounds from the relay on the printed circuit board (pcb) connection board. Ts suggested replacing the pcb connection board and the display board. There were also reported to be burnt or charred wires found on the ro. There were no alarms reported. Additional information was provided upon follow-up with the biomed. The biomed confirmed there was an issue with the display screen of this aquabplus 1500. The biomed stated there was a bad storm in the area, and the clinic lost power. The issue with the display started when the clinic lost power. The biomed said the machine was likely in disinfect mode at the time of the event. The following morning, the staff informed the biomed that they couldn¿t turn on the ro. The biomed arrived onsite shortly thereafter, and they tried resetting the machine by powering it off and on. When powering it back on, the backlight on the display screen would flicker continually, with no other signs of activity. The biomed contacted ts for assistance and was given the necessary part numbers to order for replacement. The biomed first replaced the display screen and the ribbon cable to the display. The biomed stated that this fixed the display issue. During their troubleshooting, the biomed noticed that the three colored cables that plug into the motor protection switch (mps) were burnt or charred at stage 1. The biomed confirmed there was no evidence of any smoke, sparks, or flames, and no burning smell was noted. Due to the observed damage, the biomed replaced these three colored cables. The biomed also elected to replace the mps and the three black cables plugged into the mps. There was no obvious thermal damage noted on the black cables. The biomed confirmed the thermal overload switch was not tripping, and there were no blown fuses in the local power supply. The biomed could not provide alarm codes associated with the reported failure, and the machine files were not available for review. Following the repair, it was inferred that the machine was placed back in service and fully operational. The replaced parts got discarded; no sample was available for evaluation. Additionally, the biomed did not have any photos of the damaged parts. The biomed stated there was no direct patient involvement, and no treatments were impacted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event was able to be confirmed based on the provided information. The failure pattern is a known issue and is addressed in a CAPA. A review of similar complaints was not required. According to the reported details, there were two different failure patterns that occurred: a display issue and thermal damage. Most likely, during the reported storm, a power surge from the local power grid damaged the electronics on the connection board/display board, and the display board/display flat cable. During troubleshooting, thermal damage was found on the stage 1 wiring. Bad electrical contact and increased contact resistance at the motor protection switch (mps) was likely the cause of the thermal damage. This would cause the cable lug connections at the mps to become overheated and discolored from the released thermal energy at the bad electrical contact point. The mps would then trip and interrupt operation of the device. As a corrective action from this known issue, a new wiring design was released. A review of the machine files was not required. Additionally, no review of the device history record (DHR) was required. Based on the available information, the reported event has been confirmed.